Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device. The patient experienced pain at the pod infusion site. In addition, the pod infusion site was hard and inflamed. The patient removed the pod from the insertion site. The patient spoke to their doctor on the phone on (B)(6) and the patient was diagnosed with a bacterial infection. The patient was prescribed doxycycline (100 mg) to be taken 2 times daily for 7 days. The patient used manual injections of insulin while having an infection. On (B)(6) the patient had an appointment with their doctor for this same infection. The patient was prescribed clindamycin (300 mg) to be taken 3 times daily for 10 days. In addition, the patient was prescribed hibiclens liquids soap to be used in the shower once a day and hibiclens mouthwash to be used 3 times daily as well as mupirocin an ointment gel to be used 3 times daily. The patient started using pods again as indicated by their doctor 3 and a half weeks prior to (B)(6) 2022. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.